Event description:
A patient reported blood glucose results of 399, 152, and 132 mg/dl with a lifescan meter, performed within 10 minutes of each other thereby indicating a potential malfuncion of the meter in terms of precision. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleainig the puncture site were correct. The patient attempted to perform a control solution test, however, they continued to obtain an error 5 message. The error 5 issue was not resolved. Based on the information provided, there is evidence of a meter malfunction (the meter failed the precision tests and the error 5 message was not resolved.) However, there is no evidence of the meter contributing to a serious injury (no injury or harm alleged) a replacement meter has been sent to the patient.